Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken belt clip slot. Unit received with bleeding glass on lcd board.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer dropped the pump in the bathtub. The customer has a blood glucose level was 57mg/dl at the time of the call. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.